Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the graters are dull (3 full sets).

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d3 and d4 (procode,UDI)

Event description:
Sales rep states that only two grater heads (sizes 49mm and 51mm) were determined to be dull intraoperatively. Therefore, only product codes 244000549 and 244000551 will be considered a malfunction and reported. The rest of the 3 cases were sent for product replenishment but not identified as dull by a healthcare professional or involved in any type of patient care.